Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had motor error alarm and low blood glucose event. The customer¿s blood glucose level was 54 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and passed. Customer had a low blood glucose of 54 mg/dl and treated with food. Customer declined low blood glucose troubleshooting. The customer was advised to monitor and call back in needed. The devices were not expected to return for analysis.